Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the mount was unable to disengage from the handpiece connector and caused the removal of the implants due to losing stability.

Manufacturer narrative:
The unknown 3i mount was not returned for investigation. Visual evaluation of the as returned products identified signs of use, dried bone and no apparent malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the returned devices & event. Since the reported unknown 3i mount was not returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information using the most applicable (IFU/rmf). No pre-existing conditions were noted on the per; the patient had unknown bone density. The implants were reported during initial placement while the unknown 3i mount was used for an unknown duration. The reported implants were intended for placement on an unknown tooth. The customer did not provide pictures or additional evidence. DHR reviews and complaint history reviews could not be performed, as the lot numbers associated with the reported products (unknown 3i mount) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history reviews by item number or lot number could not be conducted for the (unknown 3i mount) as not enough information was provided for the reported devices. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage) or devices (unknown 3i mount). Therefore, based on the available information, device malfunction could not be verified for the unknown 3i mount. While, the reported event was non-verifiable for the reported devices as the components directly involved (unknown 3i mount) were not returned for investigation and no objective evidence was provided by the customer. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative. The following sections have been corrected: b1: report type.

Event description:
No further event information available at the time of this report.